Manufacturer narrative:
(B)(4).

Event description:
It was reported that the remote home monitor issued an alert indicating the cardiac resynchronization therapy pacemaker (crt-p) was in safety mode. Boston scientific technical services (ts) was contacted and discussed that basic pacing if available, however safety mode is not programmable and not recoverable, thus the crt-p should be explanted urgently. The clinic noted that the patient is not pacemaker dependent and the patient would be scheduled for a replacement procedure. Subsequently a revision procedure was performed eight days later where the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the remote home monitor issued an alert indicating the cardiac resynchronization therapy pacemaker (crt-p) was in safety mode. Boston scientific technical services (ts) was contacted and discussed that basic pacing if available, however safety mode is not programmable and not recoverable, thus the crt-p should be explanted urgently. The clinic noted that the patient is not pacemaker dependent and the patient would be scheduled for a replacement procedure. Subsequently a revision procedure was performed eight days later where the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets then caused the device to enter safety mode. The battery was removed and detailed analysis was able to confirm the cell had a high internal impedance. The high internal impedance resulted in the software resets, reversion to safety mode operation.